Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per wi-000100100.

Event description:
On 9/8/2021 it was reported by a sales representative via email that an ar-3633 fibertak¿ rc suture anchor, triple loaded would not seat in the pre-drilled bone tunnel. This was discovered during a procedure on (B)(6) 2021. No patient affected. Device will not be returned as it was discarded by facility. Additional info received 9/15/2021 surgeon completed rotator cuff massive tear repair by using another ar-3633 anchor.